Event description:
Arthro-pierce suture piercer/grasper (35 degree up) was returned with dowel pin missing. At the time of this filing co has not been able to determine whether the instrument was used during surgery. There is the potential that the pin remains in a pt.